Event description:
Customer called to report a blank display on the insulin pump. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 216 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.